Event description:
Customer reported the system is not booting up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset the circuit breaker. System operates as intended.